Manufacturer narrative:
(B)(4). Eval, results: (previously deployed non-medtronic stent). (Stent dislodgement). (Physician attempted to pass the device through a previously deployed non-medtronic stent). Eval, conclusion: (physician attempted to pass the device through a previously deployed non-medtronic stent).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Patient died approximately 27 months post index procedure due to multiple organ failure, combined with inflammation of the skin and an infection disease.

Event description:
An attempt was made to deploy a micro driver rapid exchange bare metal stent (lot details unk) in the left posterior descending artery to treat a subtotal occlusion at the site. However, the stent dislodged in another brand stent that had been deployed at the distal circumflex on the previous day. Since the stent could not be retrieved, it was inflated at the dislodged site. An endeavor sprint rapid exchange drug-eluting stent 2.5 mm diameter and 12 mm length was deployed in the left posterior descending artery instead. No additional clinical sequelae were reported.